Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site postal code- (B)(6). Inner lumen was clotted, esp personnel instructed to cap the inner lumen and label it as clotted inner lumen, do not use.